Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this control panel was booting to the screen with the circle and slash image on the arctic sun device. Per investigator notification update on 20jun2023,it was reported that the audible noise from circulation pump that was noticed during servicing. Per investigator notification received on 21jun2023, it was reported that the l shape formed tube and double bend tube were noted to be expanded, failed initial test, error 45 , prewarm flow outside acceptable limits ,flow 2513 . Performed 2000 preventive maintenance service on the unit.

Event description:
It was reported that this control panel was booting to the screen with the circle and slash image on the arctic sun device. Per investigator notification update on 20jun2023,it was reported that the audible noise from circulation pump that was noticed during servicing. Per investigator notification received on 21jun2023, it was reported that the l shape formed tube and double bend tube were noted to be expanded, failed initial test, error 45 , prewarm flow outside acceptable limits ,flow=2513 . Performed 2000 preventive maintenance service on the unit.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. It was noted that there was audible noise from the circulation pump. Serviced circulation pump as part of the pm. Replacement circulation pump head resolved noise from circulation. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device history record review was not required as event was not an out of box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected